Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm (aaa) utilizing gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg and aortic extender). Reportedly, the trunk ipsilateral leg (cxt) was deployed high intentionally during the first stage of deployment. During the second stage of deployment, the cxt device was constrained and moved down below the renal arteries where the cxt infolded on one side. Deployment was completed on the cxt device. Reportedly, the cause of the cxt device infolding could have been related to the lockpin getting caught on one side of the device. There were no endoleaks, adverse events, or other complications as a result of the infolding. Due to aesthetic reasons and long-term concerns, the physician decided to extend the cxt device with a proximal extension using an aortic extender (cxa). Following deployment of the cxa device, ballooning was completed and final imaging showed good results. Final positioning of the devices were good, as the physician deployed where they wanted to land. Reportedly, patient anatomy was not a concern or cause of the device infolding, as there was no tortuosity or calcium. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. H6: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.